Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported that incision site of the patient's implantable neurostimulator (ins) was infected and draining. The physician observed the issue and believed that the ins pocket had become infected. They requested that the patient be admitted to the hospital for a planned surgical intervention to explant the ins device. Follow up information received from the manufacturer's representative reported that the cause of the infection was unknown. The ins system was removed on (B)(6) 2016. It was noted that the cultures were taken in the operating room and appropriate antibiotics were given. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent. (Omitted information not related to the device, see general text)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In addition, it was reported that the site was healing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.